Manufacturer narrative:
(B) (4). (B) (4). Jammed clip. Eval summary: the ec60 device was returned with the shrouds open, closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, two clips were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure the device misfired and jaws would not open. Unk how the case was completed. No pt consequence was reported.